Event description:
True test strips were labeled and dispensed to patient as a refill rx instead of truetrack test strips. Patient noticed difference and returned strips to pharmacy without opening or using. Medication not administered to or used by the patient. Patient noticed difference and returned strips to pharmacy without opening or using. (B)(6